Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) successfully completed a functional check with testing catheter and trainer without issue upon initially testing unit. Successfully obtained ECG and bp waveforms with trainer without issue. Fse confirmed broken ECG connector. Replaced broken ECG connector, and while in the same area, replaced bp connector as well as a precaution. Post replacing aforementioned parts, successfully completed a full function check without issue. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received the following parts associated with this complaint: pn 0012-00-0977 , pn 0012-00-0976. Parts were received with a reported failure of the ECG port damaged. Bp cable was replaced as precaution. The fat performed a visual inspection and found pn 0012-00-0976 to have damage on the connector. Please see attachment. Confirmed reported issue with part. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The fat installed part number pn 0012-00-0977 into cs100 test fixture and tested the part to factory specifications per the cs100 service manual part number 0070-00-0528-01 rev ad. No issues confirmed for this part. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported during daily checks ,the cs300 intra-aortic balloon pump (iabp) ECG port damaged, external cosmetic damage discovered. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.